Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said she got a new ins yesterday. Patient said she hasn't been able to urinate since the got the ins. Patient had to cath yesterday. Checked patient's settings and she was on program 2 at 2.2 volts and went up to 5.5 volts and didn't feel any stim. Patient switched to program 3 and went to 2.3 volts and she felt the stim at the incision. Patient switched to program 4 at 2.9 volts and felt stim in the correct area. Patient said she was in so much pain yesterday. No further patient complications are anticipated or expected as a result of this event.